Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vtich13.2 8.0/2.5/087 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2022. The lens was implanted, removed and replaced with a shorter length lens intraoperatively. The cause of the event was reported as "lens too big; surgeon preference change". The problem was resolved.

Manufacturer narrative:
Corrected data: h6: 1494- acd<3.00 mm. Age<21 at the time of implanatation. History of progessive hyperopia. Claim# (B)(4).